Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon failed to remain inflated after the syringe was used to inflate the short port. The hospital reportedly believes that the inflation valve appears to be faulty. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to defective valve subassembly. (B)(4).